Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/lower pelvic pain') in an adult female patient who had essure (batch no. 623627-not valid, 623827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "we did trim out the essure device out of the tubes.". Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("menorrhagia/heavy bleeding"), depression ("psychological or psychiatric problems condition:depression"), bipolar disorder ("bipolar disorder") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (partial),excised portion of fallopian tube that contains essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage and heavy menstrual bleeding had resolved and the depression, bipolar disorder and dysmenorrhoea outcome was unknown. The reporter considered bipolar disorder, depression, dysmenorrhoea, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test(s) conducted, specify-as per mr: date: 28jan2008 (as written-discrepancy noted) we did trim out the essure device out of the tubes. Total hysterectomy (uterus and cervix removed). Right 6 coils, left 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: negative hysterosalpingogram.. Lot number 623627 is not valid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-apr-2021: mr received: lot number was added, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/lower pelvic pain') in an adult female patient who had essure (batch no. 623627-not valid, 623827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "we did trim out the essure device out of the tubes.". Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("menorrhagia/heavy bleeding"), depression ("psychological or psychiatric problems condition:depression"), bipolar disorder ("bipolar disorder") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (partial),excised portion of fallopian tube that contains essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage and heavy menstrual bleeding had resolved and the depression, bipolar disorder and dysmenorrhoea outcome was unknown. The reporter considered bipolar disorder, depression, dysmenorrhoea, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test(s) conducted, specify-as per mr: date: (B)(6) 2008 (as written-discrepancy noted). We did trim out the essure device out of the tubes. Total hysterectomy (uterus and cervix removed). Right 6 coils. Left 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: negative hysterosalpingogram.. Lot # 623627 is invalid. Lot number: 623827 manufacturing date: 2007-03 expiration date: 2009-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 623627-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "we did trim out the essure device out of the tubes.". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition:depression"), bipolar disorder ("bipolar disorder") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (partial),excised portion of fallopian tube that contains essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, bipolar disorder and dysmenorrhoea outcome was unknown. The reporter considered bipolar disorder, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test(s) conducted, specify-as per mr: date: (B)(6) 2008 (as written-discrepancy noted). We did trim out the essure device out of the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: negative hysterosalpingogram. Lot number 623627 is not valid . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/lower pelvic pain') in an adult female patient who had essure (batch no. 623627-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "we did trim out the essure device out of the tubes.". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), bipolar disorder ("bipolar disorder") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (partial),excised portion of fallopian tube that contains essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the depression, bipolar disorder and dysmenorrhoea outcome was unknown. The reporter considered bipolar disorder, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test(s) conducted, specify-as per mr: date: (B)(6) 2008 (as written-discrepancy noted). We did trim out the essure device out of the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: negative hysterosalpingogram. Lot number 623627 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: pfs received. Event outcome were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 623627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "we did trim out the essure device out of the tubes.". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition:depression"), bipolar disorder ("bipolar disorder") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (partial),excised portion of fallopian tube that contains essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, bipolar disorder and dysmenorrhoea outcome was unknown. The reporter considered bipolar disorder, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test(s) conducted, specify-as per mr: date: (B)(6) 2008 (as written-discrepancy noted). We did trim out the essure device out of the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: negative hysterosalpingogram. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-apr-2020: pfs received - injury to herself replaced, case become incident and new events- pelvic pain, abnormal bleeding (vaginal, menorrhagia), hysterectomy (partial), psychological or psychiatric problems condition: depression/bipolar, dysmenorrhea (cramping),we did trim out the essure device out of the tubes. Lot number was added. Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.